Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿cuffing¿ with a potential root cause of "balloon material does not shrink quickly enough". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley catheter was difficult to remove due to a ridge at the top of the catheter. The catheter was reportedly removed and replaced at the doctor's office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was difficult to remove due to a ridge at the top of the catheter. The catheter was reportedly removed and replaced at the doctor's office.